Event description:
It was reported that the autopulse device displayed "system error" - out of service revert to manual CPR. Additional information was received indicting that the autopulse was not in use with a patient at the time this error code was observed. The error code was found on the morning check out by the crew. The error code could not be cleared. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates that top cover, front enclosure and battery lock were damaged. Reported problem was confirmed. The archive data exhibits numerous user advisory ua 136 (internal parameter corrupted) faults. Found processor board to be at fault. Replaced power distribution board and upgraded firmware to the latest revision to be compatible with the new processor board. Top cover, front enclosure and battery lock were also replaced. Board passed final test.